Event description:
Per the clinic, the patient experienced loss of residual hearing. The device was explanted on (B)(4) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)